Event description:
It was reported that a malfunction alarm occurred. The customer was unable to reset the pump as the malfunction alarm recurred.the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not provided.